Event description:
The patient contacted animas on (B)(6) 2013, reporting a blood glucose of 503 mg/dl with no symptoms. The patient reported air bubbles in the cartridge. Troubleshooting of the cartridge filling technique found that the patient was injecting air into the insulin vial through the insulin. The patient was advised on ways to prevent air from dissolving in the insulin to prevent air bubble formation. The patient also indicated having a bent cannula which may have affected blood glucose levels; animas does not make the patient's infusion set but has forwarded the complaint to the manufacturer. This report is made based on the allegation that the patient experienced hyperglycemia contributed to by incorrect cartridge filling technique.

Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The event was attributed to use error involving the cartridge filling technique. The patient indicated pressurizing the vial of insulin by injecting air through the insulin in the vial.